Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Correction: d4 gtin updated.

Event description:
It was reported that the device was making a funny noise and was overheating during a procedure at the user facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the device was making a funny noise and was overheating during a procedure at the user facility. Attempts are being made to obtain additional information from the user facility.